Event description:
It was reported that the side rail would not latch/lock due to debris in the latching mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.